Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had pocket stimulation. The lead had low impedance and triggered the lead warning, which switched the lead polarity to unipolar. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.